Event description:
During a pta procedure, the wire tip perforated the renal artery. The prerforation was repaired with a stent. Pt status is listed as "fine."

Manufacturer narrative:
The guiding wire has been discarded by the hospital, so no returned product analysis will be available.